Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: - chapter 4 reprocessing workflow for endoscopes and accessories - chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the device evaluation. Olympus provided the following culture results performed by a third-party: sampling date: (B)(6) 2023. Sampling point: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where the reported event could not be confirmed and no abnormalities were found that could have led to the positive culture. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for unexpected contamination. The issue was found at initial receipt of the scope during a routine culture. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.